Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) displayed an error message indicating a possible device malfunction. Additionally, the device did not respond to the application of a magnet. The patient reported recieving several asymptomatic shocks while painting in october; however, the patient did not report hearing any tones.